Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo coronary lesion located in the left anterior descending coronary artery that was narrow and heavily calcified. The xience xpedition 2.0 x 28 mm stent delivery system failed to cross due to the heavily calcified patient anatomy and, during retraction, resistance was met with the anatomy the distal stent struts were flared. There were no other device issues. A non-abbott stent was deployed to complete the procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.